Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down and alarmed during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device powered down and alarmed during setup. The customer ran the device for several days without any issues. The remote service engineer (rse) performed troubleshooting with the customer, found that the 1101 and 3007 error codes were logged, reviewed the suggested repair for the 1101 error with the customer, and recommended that the customer to reinstall the operational software according to the v60 service manual. The rse also advised the customer to discuss with staff to see if there was a possible emi interference by equipment positioning. This investigation is ongoing.

Manufacturer narrative:
According to the v60 service manual, if the 1101 error code occurs in conjunction with the 3007 (software exception) error code, no action is required. Multiple attempts have been made to try to obtain further case information; however, no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.